Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 49.7x50.5 mm abdominal aortic aneurysm. The aortic neck was 19 to 21 mm in diameter with a length of 55 mm and 31.9 degree angulation. The vessels were calcified with clearly prominent peaks of calcification in the proximal neck and marked irregular calcifications in the iliac bifurcation and the common iliac arteries. It was reported that the final angiogram after implantation showed an endoleak in the area of the connection between the 25/14/102 endurant aui and the endurant 16/13/93 limb or just above that location. Per the physician, the first pre-dilatation of the common iliac artery was done with another manufacturer¿s 8 mm balloon and there was known atherosclerosis in this location. At the same time insertion of a measurement pigtail was done. Insertion of the endurant aui graft was under high frictional and resistance. Positioning of the stent graft to the level of the lowest renal artery was done. The physician easily deployed the endurant aui stent graft which included recap of the catheter tip. There was resistance introducing the iliac limb which could be inserted only up to the level of the aortic bifurcation while the aui is not reached and upon retraction of the delivery system and catheter there was resistance at the level of the aortic bifurcation. Resistance was solved by withdrawal of the catheter and the reseating of the tip of the delivery system. Repeat angiogram after second ballooning showed there was an endoleak. Another angiogram was done after the pigtail catheter was retracted into the stent graft and confirmed an endoleak by low injection flow rate of contrast in the direction of the stent graft in the area of the connection with the first limb. Oblique x-ray confirmed there was no disconnection in the stent graft or failure. The decision was made to insert another endurant aui 25/14/102 to overlap with the first one. Re-ballooning of all the stent graft components was done. Final angiogram still showed a minimal leak at the level of the connection from the endurant aui to the endurant 16/13/93 limb. No additional clinical sequelae were reported. The physician stated the endoleak was at the connection point between the aui and the iliac limb, respectively, or immediately above it. Most likely a tear in the fabric of the stent graft and not a type I endoleak. Whether the defect occurred during implantation through the calcified plaques or in fact, there was a device problem the physician cannot decide. The final x-ray still showed a discrete endoleak. Review of several returned pre-implant CT slice images confirmed that the patient had a very tortuous and calcified aorta and iliac arteries. The proximal neck diameter varied from 21 ¿ 23mm and the aorta narrowed down to 12x21mm at one location. The aaa measured 5cm and contained thrombus. Two still angio images at implant showed that the aui was implanted just below the renal arteries and placed distally into the left iliac artery. There appeared to be proper device overlap between the aui and iliac limb. With the pigtail placed within the tapered section of the aui, contrast was seen outside the stent graft near the level of the pigtail along the tapered section of the aui; just proximal to the overlapping devices. The type and cause of the endoleak could not be determined. This may be a type iii fabric or type IV endoleak.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Review of angio images at implant revealed that the calcified left iliac artery was pre-ballooned. The right iliac had been coiled and was occluded. The endurant aui was brought up the left side and deployed just below the level of the renal arteries. An iliac extension was then placed with the overlapping marker bands aligned with the aui to obtain the proper overlap. Ballooning of the entire length of the stent graft was then performed. An angio injection showed contrast outside the stent graft. The contrast appeared diffused and was primarily located near the overlapping section of the aui and extension. There was also contrast seen from the iliac extension crossing over into the bypassed right common iliac artery. An additional aui was then seen implanted to the same level as the first aui. Angio showed a dramatic reduction of contrast in the sac; however, contrast was still seen just proximal to the junction of the aui and extension. The exact type and cause of the endoleak could not be determined. This appears most likely to be a type IV blush, but cannot rule out a type iii fabric or type iii junctional. It is possible that the type iii fabric endoleak may have been due to ballooning within the severely calcified anatomy. Review of ctas from 2 days post-implant confirmed that an aui stent graft system had been implanted from just below the level of the renal arteries, extending distally into the left common iliac artery and there was a left-right fem-fem bypass. The maximum diameter of the aneurysm measured 5.3cm; no endoleak was seen. The stent graft was patent. The iliac and distal aorta was noted to be severely calcified.